Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. Model number/catalog number: sc-8216-50 serial number: (B)(4) batch/lot number: (B)(4) model/catalog description: artisan lead 50 cm

Event description:
A report was received that the patients ipg had charging issues. The patient underwent a revision procedure wherein the ipg was taken out and a new ipg was inserted, however it showed high impedances and the physician opted to implant the old ipg back. The patient was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg had charging issues. The patient underwent a revision procedure wherein the ipg was taken out and a new ipg was inserted, however it showed high impedances and the physician opted to implant the old ipg back. The patient was doing well.

Event description:
A report was received that the patients ipg had charging issues. The patient underwent a revision procedure wherein the ipg was taken out and a new ipg was inserted, however it showed high impedances and the physician opted to implant the old ipg back. The patient was doing well.